Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). Updated fields: b4,b6,b7,d9,d10,e2,e3,g3,g6,g7,h2 corrected fields: b5,g2,h6(medical device problem code) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) is not working and has a calibration error. Getinge field service engineer found the unit had a blood back. Unit had auto fill failure alarm and fault code 124. Engineer found the unit to have a catheter restriction. Engineer tried to perform a pneumatic interface module leak test. Unit instantly failed. No harm injury was reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is not working and has a calibration error. There was no patient involvement or injury reported.